Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The blood glucose reading was over 500mg/dl. It was stated that the customer was experiencing unexplained high glucose for the past week. Troubleshooting was performed. The customer's most recent glucose reading was 147 mg/dl, and he has treated with manual injections while staying at the hospital. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. The nurse requested to have a technician sent to the hospital to train the customer and parents on how to use the insulin pump and insertion of the infusion sets. The nurse stated that he feels the customer was not following the proper protocol and will continue misusing the insulin pump. It was stated that the customer will not be released until his glucose level is stable. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.